Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the burning pain was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was left buttock pain with stimulation. The patient reported that for the past 3 weeks they had been having severe pain in the left buttock. This only occurred when the stimulator was on. An examination resulted in a recommendation that the spinal cord stimulator (scs) be reprogrammed. No actions were taken as a result of the event. The event resulted in an unscheduled clinic or office visit. The etiology was reported as possibly related to the device or therapy and not related to the implant procedure. The etiology was reported as due to stimulation and not due to programming. The outcome was ongoing. Relevant medical history included: non-malignant pain. Additional information was received from healthcare professional of a clinical study stating that patient reported on (B)(6) 2017 that spinal cord stimulation caused burning pain. An intrathecal pump was implanted on (B)(6) 2018. Additional information from the healthcare professional (hcp) on august 1st reported the device was explanted and not replaced on (B)(6) 2018. It was noted the event resulted in an unscheduled clinic or office visit. It was noted the issue was resolved on (B)(6) 2018. Additional information from the hcp on august 23rd reported the neurostimulator was reprogrammed on (B)(6) 2017. There were no further complications that have been reported as a result of this event.